Event description:
Procedure: unk. Reportedly, the surgical scrub passed the device by the surgical scout. The scrub noticed at this time that the inner securing mechanism on the trocar was not fitting properly and so handed it back to the scout. The next device had no problem.

Manufacturer narrative:
Based on the completed investigation results this event was reevaluated on 11/27/06. At that time the decision was made to classify this event as an MDR reportable "malfunction."